Event description:
It was reported that an insulin occlusion alert occurred on an ilet system using a steel infusion set, after which insulin delivery was resumed and the issue resolved; the user reported elevated blood glucose at 182 mg/dl decreasing to 176 mg/dl and received education to follow labeled infusion set change intervals and to change supplies if the alert recurs. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and restoration of therapy after troubleshooting. Investigation included phone-based troubleshooting and user education regarding infusion set change frequency. Investigation of this case revealed that the occlusion alert cleared with resume delivery and that user practice differed from labeling on site change intervals. It was concluded that the cause of the hyperglycemia was unclear and that the device functioned as intended after resuming delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.